Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the port was cracked after dialyzing for three times. Then the surgeon changed a port of 8888135161. The product was tested prior to use. This surgery required medical intervention and the catheter was pulled and replaced with a new one.

Manufacturer narrative:
Submit date: 10/29/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The possible causes were identified. The product sample was received within a generic plastic bag. It consisted of one red adult adapter. After visual inspection, a crack on the thread region of the adapter was identified. Based on the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening catheter connections can crack some adapters. It was reported that they did not notice any issue prior to use. Therefore it can be concluded that the adapter was more likely damaged during use. Based on the available information, the most probable root can be due to over tightening the adapter. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.